Event description:
Pt in surgery for lap chole. During procedure, "ethicon trocar blunt tip endopath xcel with stability cone" broke during normal usage. All parts retrieved from pt and new instrument opened. Broken instrument returned to materials manager's office.